Manufacturer narrative:
Additional info will be provided once investigation is complete.

Event description:
It was reported that the physician used the awl for the 5.0 biozip anchor. After inserting the anchor, he released the inserter to pull it out. When he pulled the inserter out, the anchor came with it, and the threads had sheered off. He used an arghrex tap and put a 5.5 vio-corkscrew arthrex anchor in.